Manufacturer narrative:
The device was successfully exchanged with another lvad, and the pt remains ongoing on lvad support without any further issues. The explanted device was discarded by the hospital at the time of the device exchange. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hospital made a decision to exchange the lvad, due to possible thrombus in the device.